Manufacturer narrative:
Device received with a critical pump error and a broken force sensor was detected during seating or regular delivery error found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be 0.0 mv. Unable to perform functional tests including displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement, or self tests due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got critical pump error was displayed on screen. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was performed. The product will be returned for the analysis.